Manufacturer narrative:
Batch review performed on 12 november 2019: lot 175274: 30 items manufactured and released on 03-oct-2017. Expiration date: 2022-09-13. No anomalies found related to the problem. To date, 28 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 1 year 5 months and a half after primary. The surgery was completed successfully.